Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while on vacation, the patient experienced a ¿brief sensor error¿ that persisted for more than three hours. At approximately 4:00 pm, the patient lost consciousness. The patient¿s husband contacted emergency medical services (ems) and, while awaiting their arrival, performed a blood glucose (bg) meter test, which showed a reading of 59 mg/dl. The patient was treated with juice at that time. At approximately 7:00 pm, upon ems arrival, the patient remained unconscious, with bg meter readings reported between 58-59 mg/dl. The cgm continued to display a brief sensor error. Ems administered intravenous (IV) saline and transported the patient to the emergency room (ER). During transport, the patient regained consciousness. At the ER, at approximately 8:00 pm, the patient¿s bg meter reading was 78 mg/dl. The patient was further treated with oral glucose and was advised to reduce insulin intake. The patient was discharged after approximately 18 hours. Upon returning home, the patient replaced the sensor. At the time of reporting, the patient indicated she was feeling well. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.